Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Based on customer¿s report customer did not allege over delivery. The customer stated that the drive support cap was sticking out. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was using insulin pump within 48 hours of low blood glucose event. The insulin pump will be returned for analysis.